Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: e1: reporter name & address h6: investigation results under type of investigation, investigation findings, investigation conclusions h8: usage of device h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against ¿lot number¿ ¿6005553¿ and similar malfunction codes product used off-label or against the contraindications or not according to the instructions for use (IFU). (Only use if no actual product malfunction has been reported). Malfunction code not on list. The review confirmed that lot 6005553 and the identified failure mode are not associated with any nonconforming reports (ncr)s or device history record (DHR)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against lot number criteria equal 6005553 and similar malfunction codes: product used off-label or against the contraindications or not according to the IFU. (Only use if no actual product malfunction has been reported). Misuse. Malfunction code not on list. The number of complaints are 2. The complaints numbers are (B)(4) and (B)(4) device history record (DHR)review: the lot 6005553 was manufactured according to work instruction (wi) version 96 and manufactured in the machine / line: m10 on 13/feb/2024 with a total of 29,800 units. Welding sub-assembly: the lot 4b02072 was manufactured according to the wi version 33 and manufactured in machine /line: ls11, ls24, ls25 on 12/feb/2024, with a total of (B)(6) units gluing tubing sub-assembly: the lot 4b01919 was manufactured according to the wi version 60 and manufactured in machine /line: lsc05, lsc06 on 09/feb/2024, with a total of (B)(6) units. Gluing connector sub-assembly: the lot 4b01763 was manufactured according to the wi version 37 and manufactured in machine /line: 3 on 12/feb/2024, with a total of (B)(6) units. The lot 4b01764 was manufactured according to the wi version 37 and manufactured in machine /line: 3 on 13/feb/2024, with a total of (B)(6) units. The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as misuse, user related issues, or no malfunction alleged. Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005553 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient used the infusion set for four days which is against the IFU guidelines which led to pus formation under the skin while removing the set on (B)(6) 2024.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.